Event description:
The reporter contacted animas on (B)(6) 2014 alleging a casing/condition issue: damaged battery compartment. There was no alleged adverse event associated with this complaint. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/24/2015.device evaluation: the device has been returned and evaluated by product analysis on 03/13/2015 with the following findings: on examination, the battery compartment was found to be cracked at the threads on the side. Unrelated to the original complaint, the display was noted to be dim and faded.